Event description:
The report suggests that when the nurse removed the set from the blood bag and tried to disconnect it from the extension set, the tip of the male luer broke. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer provided a photograph of the affected product, which indicated that that tip of male luer had broken away, however, the customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.